Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the articulation and rotation function was working by itself. No patient was involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device the event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: changed to the new product in order to complete the case. No patient injury.